Manufacturer narrative:
Manufacturer date 04/2018. The review of the device history record (DHR) for compact intuitiv system (s/n (B)(4) showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Initial reporter's telephone: (B)(6). Thirty minutes extended procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a pump stalled error message was displayed instructing the surgery center to turn off the system and restart. The error and interruption occurred during the operation when stepping on the footpedal with the tip in the patient's eye. The surgery center attempted to replace the handpiece, tubing cassette, force a shut down and restart however, it did not resolve the issue. Although, the procedure was completed using a backup system, there was a 30 minute delay to complete the procedure.